Manufacturer narrative:
Complaint sample was not returned to codman and product lot and serial numbers are unknown; therefore, the evaluation could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint is considered closed at this time; however, if the complaint sample becomes available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this and similar complaints. Device not returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that the complaint sample was returned to codman for evaluation on 11/24/14. As a result the complaint was re-opened for investigation. During the investigation the following observations were noted: device was received broken and without the connector. Internal wires exposed at the broken area. Catheter material stretched at the broken area. Catheter kinked at approximately 2" from the sensor case and 1" from the broken area. Due to the damages no other tests were possible to be performed. The serial and lot numbers are unknown; therefore, a lot history records review for this device could not be conducted, and the manufacturing date is unknown. The cause(s) of the damages could not be fully determined; however, it appears that the device was inadvertently damaged by the customer during use. This however could not be confirmed. Based on the results of the investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported: the patient was placed in intensive patient care after surgery. While being there and during patient movement, the microsensor probe was cut, without acting any force. (During use on patient) what action was taken/required to manage the problem during the procedure ? No other catheter was put as the doctor decided there was no need for icp monitor anymore.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.